Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 527 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported receiving a motor error alarm from the insulin pump during basal. Troubleshooting was done. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was assisted in performing a high pressure test on the insulin pump. The customer reported that the insulin pump passed the test. The customer was advised that the insulin pump would need to be replaced due to the motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).